Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that a 5.0 mm balloon was used for pre-dilatation. It should be noted that the supera instructions for use lists a recommended minimum inflated balloon diameter of greater than 6.8 mm for a 6.0 mm supera stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, the reported difficulties appear to be user related.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery (sfa). The lesion measured about 6.5 mm. Pre-dilation was performed with a 5 x 200 mm balloon and the supera stent delivery system was advanced and started to be deployed. The stent implant deployed inside the introducer which stretched the stent. Trying to shorten the stent resulted in the tip of the catheter separating. Angiography revealed the tip of the catheter was located in the ankle (peroneal trunk). A cut in the skin near the introducer was performed and the stent implant was removed from the artery without any damage to the tunica intima. A goose neck snare device was used to capture the separated tip successfully with no adverse patient effects. The procedure continued on using other devices; however, without deployment of a stent. The patient is reported to be doing well. No additional information was provided.